Manufacturer narrative:
Annex d have been amended. Device evaluation: medtronic led an evaluation of the returned large needle driver (lnd), as well as the associated device data. Visual inspection of the returned lnd noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates that an error code ¿prevent insertion after instrument error¿ occurred on arm cart assembly sn: c22tlg0454 due to the lnd not being disengaged within one second of receiving the halt command. This error code triggers a recoverable inoperable error which temporarily restricted tele-operation and reports the error message: "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". The idu entering a halt state restricts the jaws from being opened or closed by double clicking the button and would require the broken instrument procedure to remove the instrument. Evaluation of the device data for the reported large needle driver confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during system startup for a robotic laparoscopic prostatectomy with lymphadenectomy, the arm cart assembly (aca) (s/n (B)(6)) would not connect to the towers. The wheel leds were on, but the arm cart assembly display (acad)and instrument drive unit (idu) leds were off. The fans were running inside the aca and there were no error messages. After waiting 10 minutes andunplugging, plugging in, and restarting the aca, the arm still would not connect to the tower. The cable pins appeared fine, but the cable was still exchanged with another aca (s/n (B)(6)) and both arms were restarted. The other aca (s/n (B)(6)) threw an alarm for overheating when restarting. However, both arms were able to be calibrated. During the procedure, the bipolar maryland forceps had poor grasp strength, despite still having 22% of its life left. The surgeon was offered a different instrument but refused. Then, at the end of the procedure when removing instruments, a high-priority alarm showed for the large needle driver and the surgeon lost control of the instrument. The jaws could not be opened or closed from the bedside and double clicking the button resulted in a yellow x rather than a green checkmark for proper jaw positioning. The instrument could not be removed from the port, so the broken instrument procedure was used for the instrument and sterile interface module (sim). There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lymphadenectomy at the end of the procedure when removing instruments, a high-priority alarm showed for the large needle driver and the surgeon lost control of the instrument. The jaws could not be opened or closed from the bedside and double clicking the button resulted in a yellow x rather than a green checkmark to indicate proper jaw positioning. The instrument could not be removed from the port, so the broken instrument procedure was used for the large needle driver and sterile interface module (sim). There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.